Event description:
Patient was revised to address pain and stem loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time.

Event description:
Update rec'd 12/22/2015 - litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implants. As a result, the patient has been experiencing severe pain, discomfort, inflammation in and around her implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No devices were returned to examine. A search of the complaints databases identified other reports against the femoral head and/or liner as well as the femoral stem. Per procedure, the liner/femoral head are exempt from device history record review. Review of the femoral stem device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/16/16- disc 334 pfs and medical records received. Pfs reported decreased range of motion and mobility, increased risk of dislocations/additional revision surgeries/long-term adverse health issues, and metal ion toxicity. Primary surgery reported there was a leg length discrepancy post-operatively related to contracture of soft tissue and muscles and post-operative radiograph reportedly showed protrusion acetabulum of native bone deep to the cup that is secured by a screw. Medical records reported clicking, small cyst, thickening of cortex, possible loosening of femoral stem. Revision surgical report noted the femoral stem to be grossly loose and mild metallosis of soft tissues. Lab results for metal ions greater than 7 parts per billion.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.